Event description:
It was reported that foreign matter was found during use with a needle 25x1-1/2 rb ns. The following information was provided by the initial reporter (from medwatch report), "bd syringes hot particles into a vial of insulin when getting rid if air bubbles and drawing insulin. Have had this problem before, company doesn't seem to know why. I don't want my son to become sick from injecting particles with his insulin into his body many times daily. We had the same problem last year with reli-on brand syringes and dealt with the company and then switched brands. Now this continues to happen with the bd syringes as well. Have been told that the syringes are made by the same MFR. I do not know what else to do. The bd company wants the syringes and may replace them, but the one box or package doesn't seem to be the problem. It has occurred with different syringes from different boxes. It has particles in the vial, and it swirls it around so that it can be seen. It is had to believe all the particles floating around. I am uploading a picture of the vial because the video cannot be uploaded. I have kept the syringes, FDA safety report ID# (B)(4)."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8134968. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (07/26/2019) via medwatch # mw5088217. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a needle 25x1-1/2 rb ns. The following information was provided by the initial reporter (from medwatch report), "bd syringes hot particles into a vial of insulin when getting rid if air bubbles and drawing insulin. Have had this problem before, company doesn't seem to know why. I don't want my son to become sick from injecting particles with his insulin into his body many times daily. We had the same problem last year with reli-on brand syringes and dealt with the company and then switched brands. Now this continues to happen with the bd syringes as well. Have been told that the syringes are made by the same MFR. I do not know what else to do. The bd company wants the syringes and may replace them, but the one box or package doesn't seem to be the problem. It has occurred with different syringes from different boxes. It has particles in the vial, and it swirls it around so that it can be seen. It is had to believe all the particles floating around. I am uploading a picture of the vial because the video cannot be uploaded. I have kept the syringes, FDA safety report ID# (B)(4)."